Event description:
There was a pinhole in the kontron connector packaging. This was discovered at the warehouse during inspection. There was no patient involvement. (Event complications: not applicable - iab was never used on a patient). (Pt's current status: not applicable)

Manufacturer narrative:
Evaluation: examine of the kontron connector packaging did not reveal a penetration in the clear plastic pouch which covers the actual connector. A severe crease was noted in the pouch's clear plastic covering. Probable cause of difficulty: it is possible that the crease most likely occurred when an excessive amount of pressure was applied to the device packaging and connector over a period of time during shipping and/or handling. This crease developed in the plastic pouch when it came in contact with the actual device edge or pointed surface on the device. It is not possible to determine when this crease actually occurred. It is possible that excessive force was exerted on the connector packaging when it was packaged and "mass" sterilized with other connectors or after it was placed in its user carton and stacked with other cartons for shipment either at the mfg site or dist site during handling. The appropriate personnel at datascope were made aware of the problem and steps are being taken to remedy the situation to prevent future occurrences.